Manufacturer narrative:
The initial report for 1220648-2026-01815 was filed in error.

Event description:
A 57-year-old male patient underwent a high-risk percutaneous coronary intervention (hrpci) procedure. During the ecp research case, mid-pci, a red ¿air in purge system¿ alarm appeared on the console. The ecp team advised replacing the pump entirely. The physician was informed and proceeded as recommended. Pump 1 (model: cp, serial number: (B)(6), (B)(4), gu case (B)(4) was implanted via right femoral arterial access at 10:53 am on (B)(6) 2026 and explanted at 11:40 am the same day. The patient remained stable and survived the procedure. The device was successfully explanted, and no adverse patient outcome was reported. Investigation will focus on the priming issue and is pending at the time of this report. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.